Manufacturer narrative:
Device is a combination product. Device evaluated by manufacturer: the device was returned for analysis. Promus premier 28x2.75mm stent delivery system was returned for analysis. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set equidistant between the proximal and distal markerbands. The crimped stent od (outer diameter) was measured using snap gauge and the result was 0.0400", this is within maximum crimped stent profile measurement (specification 0.051"). A visual and microscopic examination of the bumper tip showed no signs of damage. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the shaft polymer extrusion found no issues along the midshaft, inner or outer shaft polymer extrusion. No issues were identified during the product analysis.

Event description:
It was reported that the device was abraded. The 98% stenosed, 57mmx2.75mm target lesion was located in the severely tortuous left anterior descending artery. A 28/2.75 promus premier was advanced into the guidezilla guide extension catheter, however, the edge of the stent was stuck with the guidezilla and was abraded. Consequently, device could not cross the lesion. The procedure was completed with another of the same device. No complications reported and patient is stable.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that the device was abraded. The 98% stenosed, 57mmx2.75mm target lesion was located in the severely tortuous left anterior descending artery. A 28/2.75 promus premier was advanced into the guidezilla guide extension catheter, however, the edge of the stent was stuck with the guidezilla and was abraded. Consequently, device could not cross the lesion. The procedure was completed with another of the same device. No complications reported and patient is stable.